Event description:
It was reported that during a laser lithotripsy procedure, the console was not firing and there were no error codes displayed. It was tried to change the fiber, but the error persisted. The procedure was not completed, only the stent was placed. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and there were no defects noticed. The device was tested with multiple test fibers, and rebooted, but there were no errors. The unit worked as intended, therefore the reported allegation could not be confirmed. The fse ran calibrations and checked output power and all the values were within specifications. Based on the analysis, a conclusion code of no problem detected was assigned to this event, since the device operated properly.

Event description:
It was reported that during a laser lithotripsy procedure, the console was not firing and there were no error codes displayed. It was tried to change the fiber, but the error persisted. The procedure was not completed, only the stent was placed. The patient was under general anesthesia and there were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.